Event description:
It was reported that the device was explanted due to eri status. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.